Manufacturer narrative:
The initial MDR 2432235-2017-00056 was filed on january 16, 2017. Additional information (12/21/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse decontaminated the main water system, changed the millipore water system, and replaced the degasser on the instrument. The cse recalibrated the assay and ran quality controls, which recovered within specifications. The cause of the discordant co2 results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer informed ccc that they were facing issues with incoming de-ionized (di) water. The customer was getting negative/low anion gaps. The customer performed water cultures twice and both results came out positive. The customer inspected millipore system and noticed that the water filter was due for replacement. The customer performed a water culture before the water filter was changed. The customer replaced the water filter and obtained new results of the water culture, which were negative. A siemens customer service engineer (cse) was dispatched to the customer site. The cse decontaminated instrument with bleach and noticed that co2_c results were still running high but within the expected range. The cse decontaminated the instrument with bleach again and noticed the co2_c results return to midlevel within the expected range. Siemens is investigating the issue.

Event description:
Discordant carbon dioxide concentrated (co2_c) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument and obtained corrected results. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.